Manufacturer narrative:
Evaluation summary: the device shows some minor deformation to the dovetail feature of the device from an attempted implantation. The device exhibits some deformation damage to the anterior side of the inferior surface. The damage could have caused by a inserter that was not properly aligned/ connected to the articular surface prior to pressure being applied to insert the surface. There have been no other complaints against this device in the last year. The cause for the reported condition appears to be improper alignment/ connection of the inserter to the articular suface prior to implantation; however, an exact cause cannot be determined with the info available. Evaluation: the device was autoclaved prior to return; therefore, accurate device measurements could not be obtained. The device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the articular surface would not engage into the tibial tray.